Event description:
Patient presented to the physician with an abscess at the neck incision. Physician prescribed antibiotics. Patient presented back to the physician with pain and swelling at the neck incision site and the stimulation lead eroded through the skin. Physician determined the abscess was still present. Physician brought the patient into the or, repositioned the stimulation lead, and closed.